Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in uterus / perforation (other) sticking out of my uterus"), embedded device ("embedded in the uterine wall"), device expulsion ("malposition of essure device: uterus / myometrium / migration of essure device :uterus / myometrium,") and device breakage ("device breakage (I took an ambulance ride to hospital from work)/ they were unable to find all of the pieces") in a 34-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion, tendonitis, dyshidrotic eczema, protein s deficiency and raynaud's syndrome. Concurrent conditions included energy decreased, decreased appetite, vaginal bleeding, ovarian cyst, factor v leiden carrier since 2008 and pelvic inflammatory disease. Concomitant products included enoxaparin sodium (lovenox) and heparin. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("unable to have sex") and back pain ("back pain"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), fatigue ("fatigue") and gait disturbance ("problem in walking"). The patient was treated with ibuprofen (advil), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (total vaginal hysterectomy, bilateral salpingectomy), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, complication associated with device, female sexual dysfunction, fatigue, back pain and gait disturbance outcome was unknown. The reporter considered back pain, complication associated with device, device breakage, device expulsion, embedded device, fatigue, female sexual dysfunction, gait disturbance and uterine perforation to be related to essure. The reporter commented: the left tubal ostium had two trailing coils, and the right tubal ostium had two trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion (B)(6)2010:hysterosalpingogram: healthcare provider advised the patient that this study does not necessarily confirm that her tubes are occluded; however, she feel strongly that the coils had been properly placed initially. 13oct2010, x ray/ hysterosalpingogram: poor visualization of the uterus with presumed adequate but indeterminate location of the essure devices. 30dec2015, ultrasound pelvis: left essure device visualized; however, the right essure device is not identified. Small amount of free fluid within the pelvic cul-de-sac. Likely corpus luteal cyst within the right ovary measuring 2.0 cm. (B)(6)2015, radiology imaging report : findings: evidence of two essure devices within the pelvis which have, a slightly asymmetric configuration, slightly more curvilinear on the left and more linear on the right. The osseous structures are intact, retained fecal material is seen. (B)(6)2016, CT abdomen and pelvis with IV and oral contrast material: findings consistent with the patient's history of essure coils. The one on the left is longer in length measuring approximately 3 cm. The one on the right appears to be shorter measuring approximately 1.2 cm in length. She informs me that the patient has had fallopian tube surgery bilaterally with removal of the right essure coil but the left essure coil was not definitely visualized, therefore, l assume the majority of the left essure coil is within the myometrium and the vast majority of the remaining portion of the right essure coil is likely in the myometrium also. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: cramping, pain in back,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation in uterus / perforation (other) sticking out of my uterus'), embedded device ('embedded in the uterine wall / muscle'), device expulsion ('malposition of essure device: uterus / myometrium / migration of essure device :uterus / myometrium,'), device breakage ('device breakage (I took an ambulance ride to hospital from work)/ they were unable to find all of the pieces'), protein s deficiency ('protein s deficiency') and post procedural haemorrhage ('started to bleed at 6 weeks during post op') in a 34-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was all bent up/it is horse shoe shaped." The patient's medical history included spontaneous abortion, tendonitis, dyshidrotic eczema, protein s deficiency and raynaud's syndrome. On (B)(6) 2015: radiology imaging report: findings: evidence of two essure devices within the pelvis which have, a slightly asymmetric configuration, slightly more curvilinear on the left and more linear on the right. The osseous structures are intact, retained fecal material is seen. Concurrent conditions included factor v leiden carrier since 2008, energy decreased, decreased appetite, vaginal bleeding, ovarian cyst and pelvic inflammatory disease. Concomitant products included enoxaparin sodium (lovenox) and heparin. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("unable to have sex") and back pain ("back pain"). In january 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), fatigue ("fatigue"), gait disturbance ("problem in walking"), bladder pain ("then my bladder felt sore thereafter/bladder hurt"), vaginal discharge ("even when its discharge it smells bad"), protein s deficiency (seriousness criterion medically significant), arthralgia ("bums are still painful"), post procedural haemorrhage (seriousness criterion medically significant), factor v deficiency ("factor 5 deficiency"), vaginal odour ("even when its discharge it smells bad"), muscle spasms ("spasms"), oral pain ("mouth hurt"), uterine tenderness ("sensitive uterine area") and cyst ("cyst"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed) and total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, complication associated with device, female sexual dysfunction, fatigue, back pain, gait disturbance, bladder pain, vaginal discharge, protein s deficiency, arthralgia, post procedural haemorrhage, factor v deficiency, vaginal odour, oral pain, uterine tenderness and cyst outcome was unknown and the muscle spasms had resolved. The reporter considered arthralgia, back pain, bladder pain, complication associated with device, cyst, device breakage, device expulsion, embedded device, factor v deficiency, fatigue, female sexual dysfunction, gait disturbance, muscle spasms, oral pain, post procedural haemorrhage, protein s deficiency, uterine perforation, uterine tenderness, vaginal discharge and vaginal odour to be related to essure. The reporter commented: the left tubal ostium had two trailing coils, and the right tubal ostium had two trailing coils. Patient reported in social media: pieces of the broken essure sticking out in 4 places. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: findings consistent with the patient's history of essure coils. The one on the left is longer in length measuring approximately 3 cm. The one on the right appears to be shorter measuring approximately 1.2 cm in length. She informs me that the patient has had fallopian tube surgery bilaterally with removal of the right essure coil but the left essure coil was not definitely visualized, therefore, l assume the majority of the left essure coil is within the myometrium and the vast majority of the remaining portion of the right essure coil is likely in the myometrium also.. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Healthcare provider advised the patient that this study does not necessarily confirm that her tubes are occluded; however, she feel strongly that the coils had been properly placed initially. (B)(6) 2010, x ray/ hysterosalpingogram: poor visualization of the uterus with presumed adequate but indeterminate location of the essure devices.. Ultrasound pelvis - on (B)(6) 2015: left essure device visualized; however, the right essure device is not identified. Small amount of free fluid within the pelvic cul-de-sac. Likely corpus luteal cyst within the right ovary measuring 2.0 cm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: cramping, pain in back,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information updated. Events: then my bladder felt sore thereafter, even when its discharge it smells bad, factor 5 and protein s deficiency, arthralgia, genital bleeding were newly added. On 13-nov-2019: no new clinical information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in uterus / perforation (other) sticking out of my uterus"), embedded device ("embedded in the uterine wall"), device expulsion ("malposition of essure device: uterus / myometrium / migration of essure device :uterus / myometrium,") and device breakage ("device breakage (I took an ambulance ride to hospital from work)/ they were unable to find all of the pieces") in a 34-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion, tendonitis, dyshidrotic eczema and protein s deficiency. Concurrent conditions included energy decreased, decreased appetite, vaginal bleeding and ovarian cyst. Concomitant products included enoxaparin sodium (lovenox). On 15-jun-2010, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("unable to have sex") and back pain ("back pain"). In january 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In february 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("device complications") and fatigue ("fatigue"). The patient was treated with ibuprofen (advil), surgery (bilateral salpingectomy, total vaginal hysterectomy (uterus and cervix removed). Essure was removed on 15-feb-2016. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, complication associated with device, female sexual dysfunction, fatigue and back pain outcome was unknown. The reporter considered back pain, complication associated with device, device breakage, device expulsion, embedded device, fatigue, female sexual dysfunction and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-oct-2010: complete occlusion. 13-oct-2010:hysterosalpingogram: healthcare provider advised the patient that this study does not necessarily confirm that her tubes are occluded; however, she feel strongly that the coils had been properly placed initially. 13oct2010, x ray/ hysterosalpingogram: poor visualization of the uterus with presumed adequate but indeterminate location of the essure devices. 30dec2015, ultrasound pelvis: left essure device visualized; however, the right essure device is not identified. Small amount of free fluid within the pelvic cul-de-sac. Likely corpus luteal cyst within the right ovary measuring 2.0 cm. 30dec2015, radiology imaging report : findings: evidence of two essure devices within the pelvis which have, a slightly asymmetric configuration, slightly more curvilinear on the left and more linear on the right. The osseous structures are intact, retained fecal material is seen. 26jan2016, CT abdomen and pelvis with IV and oral contrast material: findings consistent with the patient's history of essure coils. The one on the left is longer in length measuring approximately 3 cm. The one on the right appears to be shorter measuring approximately 1.2 cm in length. She informs me that the patient has had fallopian tube surgery bilaterally with removal of the right essure coil but the left essure coil was not definitely visualized, therefore, l assume the majority of the left essure coil is within the myometrium and the vast majority of the remaining portion of the right essure coil is likely in the myometrium also. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: cramping, pain in back, most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Event "embedded in the uterine wall" was added. Concurrent condition, lab data added and reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in uterus / perforation (other) sticking out of my uterus"), device expulsion ("malposition of essure device: uterus / myometrium / migration of essure device :uterus / myometrium,") and device breakage ("device breakage (I took an ambulance ride to hospital from work)/ they were unable to find all of the pieces") in a female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion, tendonitis, dyshidrotic eczema and protein s deficiency. Concomitant products included enoxaparin sodium (lovenox). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("unable to have sex") and back pain ("back pain"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complications") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, complication associated with device, female sexual dysfunction, fatigue and back pain outcome was unknown. The reporter considered back pain, complication associated with device, device breakage, device expulsion, fatigue, female sexual dysfunction and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2010: hysterosalpingogram: healthcare provider advised the patient that this study does not necessarily confirm that her tubes are occluded; however, she feel strongly that the coils had been properly placed initially. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events partial expulsion of essure, device breakage, fatigue, perforation in uterus,pelvic pain , labour pain, unable to have sex, back pain and fatigue are added. Lot number added. Lab data updated. Concomitant condition and drugs are added. Historical condition and drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in uterus / perforation (other) sticking out of my uterus"), embedded device ("embedded in the uterine wall"), device expulsion ("malposition of essure device: uterus / myometrium / migration of essure device :uterus / myometrium,") and device breakage ("device breakage (I took an ambulance ride to hospital from work)/ they were unable to find all of the pieces") in a 34-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion, tendonitis, dyshidrotic eczema, protein s deficiency and raynaud's syndrome. Concurrent conditions included energy decreased, decreased appetite, vaginal bleeding, ovarian cyst, factor v leiden carrier since 2008 and pelvic inflammatory disease. Concomitant products included enoxaparin sodium (lovenox) and heparin. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("unable to have sex") and back pain ("back pain"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), fatigue ("fatigue") and gait disturbance ("problem in walking"). The patient was treated with ibuprofen (advil), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (total vaginal hysterectomy, bilateral salpingectomy), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, complication associated with device, female sexual dysfunction, fatigue, back pain and gait disturbance outcome was unknown. The reporter considered back pain, complication associated with device, device breakage, device expulsion, embedded device, fatigue, female sexual dysfunction, gait disturbance and uterine perforation to be related to essure. The reporter commented: the left tubal ostium had two trailing coils, and the right tubal ostium had two trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2010:hysterosalpingogram: healthcare provider advised the patient that this study does not necessarily confirm that her tubes are occluded; however, she feel strongly that the coils had been properly placed initially. (B)(6) 2010, x ray/ hysterosalpingogram: poor visualization of the uterus with presumed adequate but indeterminate location of the essure devices. (B)(6) 2015, ultrasound pelvis: left essure device visualized; however, the right essure device is not identified. Small amount of free fluid within the pelvic cul-de-sac. Likely corpus luteal cyst within the right ovary measuring 2.0 cm. (B)(6) 2015, radiology imaging report : findings: evidence of two essure devices within the pelvis which have, a slightly asymmetric configuration, slightly more curvilinear on the left and more linear on the right. The osseous structures are intact, retained fecal material is seen. (B)(6) 2016, CT abdomen and pelvis with IV and oral contrast material: findings consistent with the patient's history of essure coils. The one on the left is longer in length measuring approximately 3 cm. The one on the right appears to be shorter measuring approximately 1.2 cm in length. She informs me that the patient has had fallopian tube surgery bilaterally with removal of the right essure coil but the left essure coil was not definitely visualized, therefore, l assume the majority of the left essure coil is within the myometrium and the vast majority of the remaining portion of the right essure coil is likely in the myometrium also. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: cramping, pain in back,lower abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event: problem in walking added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.